Event description:
The customer reported a "device error service required" message with a hang during opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.